Event description:
Per communication from (B)(6). Home health nurse requesting new pump due to air bubbles, no further details provided. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gammagard liq soln - 35gm. Pharmacy replaced the device. Diagnosis for use: relapsing-remitting multiple sclerosis.